Manufacturer narrative:
The doctor was using the 25mm implant to repair a hernia defect with a 3mm orifice. The 25mm implant is recommended for hernia defects that have an orifice size ranging from 5mm to 20mm. The size of the hernia oriface, 3mm, is smaller than the minimum recommended size for the 25mm implant which could require additional manipulation in a tighter space to position the implant properly. Also, it was noted that, the doctor was not using an insightra medical delivery device for deploying the implant, but instead used their own delivery instruments consisting of forceps and pick-ups. These unqualified instruments can apply excessive forces to the implant during handling which was evident with the product that was returned for evaluation.

Event description:
A distributor reported that a customer experienced a preperitoneal disk separation from the core of a proflor implant, model fihr 25mm, when attempting to repair a 3mm hernia defect. Based on the report, the proflor implant lamella was being grasped with forceps while being placed in the hernia orifice when the preperitoneal disk separation occurred. Another fihr 25mm implant from the same lot was used to successfully complete the procedure. There was no reported patient harm.